Manufacturer narrative:
The pump had a blank display due to a corroded battery tube. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy test, or test for the drive/motor anomaly due to the blank display. The motor was tested outside of the device and it passed. The pump had a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir could not turn when in compartment. Customer reported that there were no alarms. Customer's blood glucose was 13 mmol/l. Insulin pump would need to be replaced.